Event description:
It was reported that the green flow stop is not engaging, preventing accurate medication flow and disrupting therapy. Product is slow to prime and is not correctly performing a bolus. This has also led to patients hitting the pca button more often. There was no additional information available.

Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: the complainant returned units were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to the procedure ?visual inspection? Md01-003 rev. 103. No damages nor other workmanship defects were detected in none of the joins of the product. Functional test: the sample received was connected to prime using a cadd pump legacy [cal. ID: 1.0214; due date: june, 2022] as IFU as10018058-001 indicate; no discrepancies were detected the product was prime without difficult, liquid flow through all whole device. Then samples were set for accuracy testing using a balance mettler toledo [cal. ID: 35.0157; due date: april 2022] as procedure pm-322 rev. 106 indicated; test successfully passed; thus, the failure mode is not confirmed (see disposable accuracy test report on attachments performed on 07-apr-2022). Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested successfully passed. Any relevant dmrs, ncrs, ets: there were no relevant ncr's, dmr's or da's for this lot.